Manufacturer narrative:
An evaluation was performed on the return product and could not confirm customer complaint. When the cable was attached to the catheters, there was no hesitation taking them apart.

Event description:
During decompression procedure, there was a 45-minute delay due to having to switch out catheters and cables because they would not detach. There was no harm to the patient.